Manufacturer narrative:
Further info about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed. See scanned page.

Event description:
It was reported that the ventilator stopped ventilating during use on a pt, and that it generated alarms indicating disabled valves, control printed circuit board communication failure with the monitoring printed circuit board and an error in the internal memory. There was no pt harm. (B)(4).

Manufacturer narrative:
Evaluation of device logs confirms the reported technical error codes on the date of event. These technical error codes indicate disabled valves and a control pc board control error communication failure with the monitor pc board. Internal memory and can communication problems can also be confirmed. Simulated use test ventilation did not directly confirm the reported issue. Several pre-use checks succeeded and test ventilation ran successfully for 5 days. The can communication failure with the control pc board possibly affected system can communication to go down, but this could not be confirmed. The control pc board was subjected to stress testing through mechanical pressure, cooling and warming without generating any errors. If the underlying defect resulting in disabled valves or a control error occurs during ventilation, ventilation will stop and technical errors will be notified to the user by a generated high priority alarm and the corresponding technical error code. If the failure appears during startup, the corresponding technical error code will be generated and ventilation cannot be started. The conclusion in this matter is that a hardware failure on the reported control pc board was the cause to the reported issue, but what caused the failure could not be confirmed.

Event description:
(B)(4).